Manufacturer narrative:
Corrections in d4: UDI number. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: product was not returned and photos were not provided, so a device evaluation could not be completed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to cross threading or off-axis forces applied during plug insertion. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that six blockers stripped during final tightening intra-operatively. They were removed and replaced to complete the procedure without patient impacts. This is report four of six for this event.

Manufacturer narrative:
Correction in d4: lot number. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that six blockers stripped during final tightening intra-operatively. They were removed and replaced to complete the procedure without patient impacts. This is report four of six for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2021-00129 through 3003853072-2021-00134.

Event description:
It was reported that six blockers stripped during final tightening intra-operatively. They were removed and replaced to complete the procedure without patient impacts.this is report four of six for this event.

Manufacturer narrative:
Correction in d4: lot number without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that six blockers stripped during final tightening intra-operatively. They were removed and replaced to complete the procedure without patient impacts.this is report four of six for this event.